Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump alarms are not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump emitted a cs 162 call service alarm and a cs 064 call service alarm appropriately. The pump emitted the correct audible and visible alerts. The pump was found to be performing within the required specifications. The pump case was removed and no intermittent conditions were found to the piezo circuit or vibration motor. The complaint that the pump alarms were not working was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.